Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that leads were placed and after tunneling, it was noticed that one lead was "completely out" (technical services (tss) didn't clarify what this meant but understood that there was an impedance issue). Upon further examination, it was noticed that the whole lead was cut and it was unknown if this occurred during tunneling or not. Caller stated healthcare provider (hcp) removed the lead and replaced it with another without issue. Caller provided the serial numbers of the two original leads but it was unknown which was the damaged lead. Troubleshooting was not required. Tss transferred caller to device registration. Caller stated the damaged lead was discarded. During call, device registration agent confirmed that the procedure doctor damaged one of the leads.